Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer wife reported via phone call that the insulin pump had a blank display and received a couple of pump errors. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. The customer's wife mention the pump made a loud noise and blank screen came up also pump freezes and turns off. The pump error that came up was unexpected restart, a cold reset was performed which customer states happen 10 times. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.